Event description:
Report received of a non-delivery of morphine. The customer reported that the event was due to an unspecified operator (patient) error during home therapy. The device was programmed for pain management therapy in the continuous + bolus mode with a continuous rate of 2.6ml/hour, no loading dose, a bolus dose of 0.5ml, a 10-minute lockout, and a limit of 6 boluses per hour. At an unspecified time into therapy, the device display screen indicated that the total volume infused was 239ml, but the 250ml container was reportedly full. There was no reported adverse effect to the patient. Though requested, no further information was available.